Event description:
It was reported through the litigation process that sometime post a chronic catheter placement, the patient allegedly developed an unspecified infection as a result of the defective infected catheter. Reportedly, the infected catheter was removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported as unknown. Investigation summary: the physical device was not returned for evaluation. Medical record was received and reviewed. The review stated that mediport was implanted into the patient for immunoglobulin infusion and had very poor venous access. With the ultrasound guidance, the port was placed in the port pocket at right chest wall, two finger beneath the midclavicular line level. The placement procedure take places like the catheter was tunneled from the right chest wall to the right internal jugular puncture site, where the catheter was connected to inner cannula system and broken free. Then the catheter was brought back to correct position with the help of fluoroscopy guidance and then the port was attached to catheter system. After placement of port, it was flushed with saline and heparinized saline without any issue. The patient was taken to pacu in a stable condition and postoperative chest x-ray was performed and obtained. Approximately ten months and twenty-five days later, the patient had infection at the mediport. After six days later it was consulted that the infected mediport to be replaced with the bard groshong catheter. By seldinger technique, the guide wire placed and the catheter was threaded over the inserted guide wire and brought out to the anterior left chest wall. Further, the catheter was sutured in place and flushed without any issue. The mediport was explanted from the patient and no purulent drainage noted. The patient was already had bard powerport on the right side, which was been removed a year back due to the concern of infection and clotting and it was replaced by the bard groshong catheter placed left side which was also removed eventually, six months back due to concern of infection. Therefore, the investigation is inconclusive as no objective evidence for the the reported deficiency with the catheter in the submitted medical record review. Additionally, it can be confirmed that the patient experienced infection. However, the relationship to the catheter is unknown. Furthermore, the clinical condition alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately through litigation process that sometime post port placement the patient allegedly developed infection and the catheter was removed. The current status of the patient was unknown.